Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2024, during a novasure procedure, the physician reported that the device was being used and at the end of the case a physician was inserting a copper coil into the patient´s uterus and discovered that the cervical seal of the device had been retained within the patient. No harm was reported to the patient as it was discovered intraoperatively. The unit was discarded. No other information available.